Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient went to use their program a and they received the message settings not available cannot provide your desired intensity settings. The patient had not changed their settings since their representative programmed them. Group a was lit up green but nothing was working even for groups b and c. The patient reset the controller and had increased the intensity really low but that did not resolve the issue. The patient could not get stimulation at all. The patient had used their ins all the time and it had felt off with the stimulation not on. The caller was redirected to their manufacturer representative.